Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Event description:
Left total hip revised due to cup loosening. Cup had loosened and screws broken. Poly disassociated from cup. Small amount of corrosion on stem.

Manufacturer narrative:
An event regarding dissociation of a trident liner from the shell involving a trident liner was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
Left total hip revised due to cup loosening. Cup had loosened and screws broken. Poly disassociated from cup. Small amount of corrosion on stem.